Event description:
It was reported that t-wave oversensing was noted. During the attempted replacement of the rv (right ventricular) lead, the two attempted leads could not rescue the patient during dft (defibrillation threshold) testing. The original rv lead was retested and had successful dfts, and was left in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed. (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.